Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, it is likely the following led to the malfunction: the video cable is broken and therefore the image is not displayed and the cause traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the subject device exhibited image is not displayed, the video cable is broken and the fiber bonding in the outer tube area (distal end) is damaged. There was no patient involvement.